Manufacturer narrative:
It is not known which of the following batteries which were exchanged were involved in the event: a00036 (B)(4). 1650de (B)(4). 1650de (B)(4). A00036 (B)(4). 1650de (B)(4). 1650de (B)(4). 1650de (B)(4). A00036 (B)(4). 1650de (B)(4). A00036 (B)(4). A00036 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01586 and 3007042319-2015-01587) submitted for devices related to the same event.

Manufacturer narrative:
(B)(4) - based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01586, 3007042319-2015-01587 and 3007042319-2015-01588) submitted for devices related to the same event.

Event description:
It was reported by the site in (B)(6) that when the patient was in the clinic there was power switching with critical alarms and pump stops and 'permanent switching acoustics' the controller and batteries were replaced using hospital stock. There was no effect on the patient; the patient was 'doing fine the whole time' this is report 3 of 3.